Manufacturer narrative:
.

Event description:
It was reported by the company representative that he was unable to establish connection with the demo generator. A replacement wand and replacement serial cable were requested and sent to the company representative. Additional troubleshooting was performed and ruled out the wand as the suspect device and the serial cable was confirmed as the suspect device. Product analysis was completed on the returned wand and showed the programming wand performed according to functional specifications. Product analysis for the returned serial cable is expected but has not been completed to date.

Event description:
Product analysis for the returned serial cable was completed. The analysis found that the cause for the reported allegation of a serial adapter failure is associated with the disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.